Manufacturer narrative:
A prime rewind alarm was received during the occlusion test due to a loose or protruded drive support disk. The insulin pump was received with moisture damage noted on the electronics assembly, motor, vibrator motor or battery tube assembly. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a stained end cap sticker and cracked battery tube threads.

Event description:
The customer reported that he received a prime rewind alarm on his insulin pump. The customer's blood glucose level was 314 mg/dl and he treated with a syringe. The customer stated that insulin was squirting out during the priming process. He also stated that the insulin pump was neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap appeared normal. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.